Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (occipital and cervical). It was reported the patient's occipital scs ipg has been inoperable for an undisclosed amount of time. As a result, surgical intervention may be undertaken at a future date to address the issue.